Manufacturer narrative:
Analysis of the fiber revealed the fiber appeared unused. It was noted by the customer that the fiber was noticed to be "broken out of the box". The fiber break was jagged and uneven likely due to a compression break. This could of happened if the fiber was reinserted into the protective tubing after original removal. When and where this incident occurred cannot be determined. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that the fiber was final packaged in the broken condition noted by the customer. In addition to confirming the part and lot number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on 20feb2017. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. Fiber likely inadvertently broken due to mishandling.

Event description:
"Broken laser fiber out of box hlfdbx1000c."